Event description:
Surgeon had performed surgery on a patient in (B)(6) 2012. Products 55-11706 (left le fort pre-bent plate) and 55-12706 (right le fort pre-bent plate) were used. Surgeon performed case on (B)(6) 2013 to remove them and replace the hardware. The wings on the right side plate broke in one area and the left side plate broke in 2 areas.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed. The macroscopic and microscopic investigations show that both le fort plates, 6mm advancement, right and left broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. On the laterally surfaces of the plates marks resulting from laser cutting are visible. The investigations with sem shows on the fractured surfaces the appearances of a forced ruptures as well as of a low cycle fatigue ruptures. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plates. Indications for material related problems were not found in these investigations

Event description:
Surgeon had performed surgery on a patient in (B)(6) 2012. Products 55-11706 (left le fort pre-bent plate) and 55-12706 (right le fort pre-bent plate) were used. Surgeon performed case on (B)(6) 2013 to remove them and replace the hardware. The wings on the right side plate broke in one area and the left side plate broke in 2 areas.